Manufacturer narrative:
The device had separated. Date of procedure: 10/20/1997. The gdc was returned wrapped around itself in its pouch. The catheter used in the procedure was not returned for evaluation. During investigation it was observed that the gdc pusher wire was bent in several places, the main coil totally unraveled from the welded joint, after its proximal end stretched segment, and it was also kinked in two places. Since the catheter used in the procedure was not returned for evaluation, it was not possible to determine the origin of the reported incident. Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that the physician deployed the gdc into the ruptured aneurysm without heparinization. While he tried to deploy the gdc, it could not be rolled well in the aneurysm. He pulled it 2 or 3 times for repositioning but it was detached in the catheter. This malfunction had no impact.